Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh), elecsys ft3 iii (ft3), and the elecsys ft4 ii assay (ft4) on a cobas 6000 e 601 module (e601). The erroneous results were reported outside of the laboratory. Refer to the medwatches with the following patient identifiers for information related to each complained assay: (B)(6) = tsh, (B)(6) = ft3, (B)(6)= ft4. Please refer to the attachment for all patient data. The sample was initially tested by the customer on the e601 analyzer. The sample was also tested with the architect, (B)(6), and centaur test methods. The sample was provided for investigation, where it was tested on a cobas 8000 e 602 module (e602). The serial number of the customer's e601 analyzer was asked for, but not provided. The serial number of the e602 analyzer used for investigation was (B)(4). Ft4 reagent lot number 288197, with an expiration date of 31-dec-2018 was used on this analyzer. There was not sufficient sample volume remaining for further investigation. The investigation was unable to find a definitive root cause.